Event description:
Report received of a tubing separation at the male luer. The customer contact stated the pt had completed an infusion of blood and was receiving a normal saline flush at 25cc/hr. The nurse pulled the sheet back from the pt and immediately noted the tubing had separated from the male luer. The contact stated, "the sheet might have caught the very distal end where the hard plastic meets the tubing and pulled it apart. The male luer remained attached to the pt's central line while the tubing section was found laying on the bed linens. The nurse noted "a very small amount of blood" on the bed linens. Both the central line and the tubing set were clamped off immediately. The central line was flushed and there were no reported adverse pt effects.